Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and slight evidence of blood and charred tissue was observed on the heater wire. The heater wire was observed to be intact, no visual defects were observed. The silicon insulation on both the jaws were observed to be intact, no visual defects were observed. The shaft tip of the device was observed to be bent at the proximal point to the base of the shaft. The device was evaluated for electrical function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; the device would not emit power. A temperature and resistance evaluation could not be conducted as the device is no power on. An engineer evaluation was conducted. A pre-cautery test was performed; the device failed to emit power. The handle was opened to evaluate the internal components. The switch was examined under a microscope. No residue or contamination was seen on the switch. The switch was removed from the handle and taken apart for further examination. No defects were observed with the switch. The wiring was observed to be intact with no defects. Based on the engineer's evaluation the root cause is undetermined. Based on the results of the evaluation, the complaint for the reported failure mode "failure to deliver energy" and the analyzed failure mode "material twisted/bent; shaft" were confirmed. For the "material twisted/bent; shaft. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The shop floor paperwork (DHR) and the DHR for the sub-assembly was reviewed for the hemopro 2 tool. All the test results meet the specifications and results. There were no non-conformities observed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped working during the end of the procedure. The jaws would not burn - no energy/heat to the jaws. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped working during the end of the procedure. The jaws would not burn - no energy/heat to the jaws. The hospital did not report any patient effects.